Event description:
It was reported that the patient presented for implant procedure. Upon review, the atrial lead exhibited low pacing impedance and over-sensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.